Event description:
Information was received from health care provider via manufacturing representative regarding a product identified during an event. It was reported that patient showed up to the ed with heart palpitations and CT showed screw lucency at c4/5 bilaterally. Outcome status recovered/resolved site related assessment: not related to device and possible to procedure. Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6), study ID (B)(6). It was reported that the implanted devices does not appear stable during 12 months visit. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.